Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a neurostimulator implanted in his neck. The patient had a "4 disc fusion and two 6" rods in his upper neck." The device performed as expected in the early stages. However, it was reported that the patient had pain so severe at the lead location that he was almost completely immobile. The neurologist who performed the fusion and rod surgery wanted to remove the neurostimulator. Removal of the device was still pending. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was scheduled to be explanted on (B)(6) 2012. No further information is available at this time.